Event description:
The pump had been placed five years ago. The surgeon stated that the pump was not delivering the correct dose of medication. The patient had presented with symptoms suggestive of baclofen withdrawal (confusion and altered mental status).